Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer's continuous glucose monitor displayed "low"; however, a specific bg value was not provided. Carbohydrates were consumed to treat the bg. Reportedly, the customer inadvertently delivered too much insulin via the pump by overcorrecting an unrelated elevated bg level. The customer acknowledged that the pump was functioning as intended and resumed insulin therapy.